Event description:
According to the information received the "after a family member inserted the catheter, the pt developed complications. The catheter was found to be defective - the tip had a very jagged edge with a piece of the plastic actually missing. The pt received internal lacerations caused by this device."